Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies were not detected on drawer 5. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets not detected on bus. A field service engineer (fse) inspected the drawer and confirmed that all the lights were working. Shut down the station, disconnected and reseated the row board cable with the controller board. Powered up the station and successfully recovered the drawer. The system functioned as intended after the fse repaired the device.